Event description:
It was reported the pt experienced a shocking or jolting sensation under his right arm about every 30 minutes. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.